Manufacturer narrative:
The device was returned to olympus for evaluation. Upon evaluation, the reported issue was confirmed. It was determined that the image was going in and out, possibly due to a cable issue, in additional the device failed water leak test from cable. The root cause could not be determined; the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the image was going in and out and wouldn't display on the hd autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd could not be established at this time. Olympus will continue to monitor field performance for this device.